Manufacturer narrative:
This complaint is a duplicate of the complaint (B)(4), associated to manufacturer report number 3009185973-2017-00156. Therefore this is not a reportable complaint.

Manufacturer narrative:
The device ro 11 015 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. A display error was noticed, the imagery and the pointer were not visible. A surgery delay has been reported between 1:30 hour and 2 hours.